Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 39 mg/dl. Customer reported that the insulin pump button did not responding. Customer reported the time clock does advance. No alarms occurred during or after the time that the buttons were not responding. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. No button error alarm during testing. Unable to perform the displacement and self test or verify missing segment/partial display due to unresponsive buttons. (B)(4).